Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The cusa excel, 23 khz cem nosecone remained active when not in use and burned the patients' anterior abdominal wall, during a liver resection. The nose cone had been in use for approximately 15 minutes when this incident occurred. The setting used were: standard tissue select; amplitude 100, aspiration 60, irrigation 5 (the hospitals' normal settings for an open liver resection). Nothing alarmed to indicate that there was a problem. The patient wasn't treated for the burn. The physician has advised that there have been no complications related to the burn and the patient has recovered.